Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).

Event description:
A surgeon reported twenty-one cases of inflammation and cells in the anterior chamber following intraocular lens (iol) implant surgery. All of the surgeries involved uncomplicated phaco + iol implantation. The duration of the surgeries varied between 17 and 25 minutes. Some pts (not specified) were given pre-operative artificial tears or glaucoma medication. The surgeon stated that most of the pts will be followed up in a couple of months. The surgeon reported that no treatment was given for this pt. There are twenty-one medical device reports associated with these events. This report is ten of twenty-one. This is a bilateral event and this report is for the left eye.